Manufacturer narrative:
The reported event of bd syringes not recognized file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can't be performed using the attached .gre file alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4) . The customer stated that there was no patient involvement.

Event description:
The customer reported that the user loaded several different syringes into the pca module, and they were not recognized. No patient involvement was reported. The subsequent hospital biomed investigation determined that the syringe clamp was broken, and the device was repaired on site.